Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced profound anemia with no signs or symptoms of gi bleeding. The pulsatility index (pi) was elevated with a decrease in power. No alarms were reported. A log file was submitted to the manufacturer for review that appeared to show 5 transient power level increases associated with pi events. The patient remained ongoing and continued to be monitored for approximately two weeks. The patient was deemed not a candidate for a pump exchange and the pump was turned off on (B)(6) 2014. The pump was reported to be functioning as intended. The patient passed away from heart failure symptoms on (B)(6) 2014.

Manufacturer narrative:
According to the information provided to the manufacturer, an autopsy was not performed and the device was not explanted. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the pump, the reported event and patient outcome could not be determined as the pump was not explanted and an autopsy was not performed. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.